Manufacturer narrative:
Final product manufacture and qc record for cfl4080009. No issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080009 and cov3090028 meet the qc criteria. There was no issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False positive result. The user stated that they tested positive for covid-19 with a flowflex plus test (disposed of kit contents) and then tested negative for covid-19 with a flowflex (ln cov3090028) a few hours later on (B)(6) 2025. They tested again with a flowflex plus test (lot cfl4080009 exp 11/21/2025) and received a positive result for covid-19 and then tested with a binax now test and received a negative result on (B)(6) 2025. They confirmed that they have not received a pcr test. Both the flowflex plus and flowflex tests were purchased from target. Refer to (B)(4) for the flowflex covid-19 home test complaint, lot number: cov3090028.

Event description:
False positive result. The user stated that they tested positive for covid-19 with a flowflex plus test (disposed of kit contents) and then tested negative for covid-19 with a flowflex (ln cov3090028) a few hours later on (B)(6) 2025. They tested again with a flowflex plus test (lot cfl4080009 exp 11/21/2025) and received a positive result for covid-19 and then tested with a binax now test and received a negative result on (B)(6) 2025. They confirmed that they have not received a pcr test. Both the flowflex plus and flowflex tests were purchased from target. Refer to cpus250130 for the flowflex covid-19 home test complaint, lot number: cov3090028.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.